Event description:
A saluda representative was notified that a patient implanted with an evoke spinal cord stimulation (scs) system was undergoing explant due to an infection at the evoke closed loop stimulator (cls) implant site.